Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and te recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was an open wire inside the cable connecting ECG electrodes a and b. The cause for the test failures is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last pt to use this belt did not report any deficiencies.